Manufacturer narrative:
Concomitant medical product: product ID: 3889, lot# unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency urge incontinence. It was reported by an advanced evaluation patient that they felt that they would wake up at night from the discomfort and pain due to the incisions on their back from the procedure. The patient noted the health care physician (hcp) had to make three incisions due to not being able to find the patient¿s nerve. On (B)(6) 2019 the patient reported they had not been having a good day that day because they were voiding more frequently than they were yesterday and that they were not feeling the stimulation. The patient reported they thought they might have pulled a wire during their sleep. The patient was advised to contact their hcp and support link answered the patient¿s questions from the frequently asked questions list. There were no further complications reported/anticipated.